Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: hg3fs8608, ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (2.0 mg at 0.72777 mg/day), compounded baclofen (200 mcg at 72.77705 mcg/day) and bupivacaine (30 mg at 10.91656mg/day) via an implantable pump. The indication of use was intractable spasticity. It was reported that during a schedule pump repositioning, on (B)(6) 2021, it was noted the catheter tip had migrated from t6 to t9. The device diagnosis was catheter dislodgment. It was indicated the event was related to the device or therapy. No actions were taken and the issue was unresolved with no further action planned.